Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain surgery, the ptfe pad of the subject device was separated from the grasping section and an uncertain error was displayed 1 hour after the user started using the subject device. The physician replaced the subject device with another device and completed the surgery. There was nor report of injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad was separated from the grasping section. There were contact marks on the surface of the probe and the grasping section .the manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything int he grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states; warning: do not activate output for na extended period while the grasping section is closed without contacting tissue. This reports being submitted as a medical device report in an abundance of caution.